Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00544.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00544. It was reported the patient was to undergo a permanent implant procedure on (B)(6) 2019. During the procedure, the physician successfully placed the first lead. When attempting to add the second lead, the physician inadvertently caused a dural puncture. When again attempting to place the leads at a different vertebral level, he was unable to advance either lead. The physician therefore opted to abandon the procedure. Postoperatively, the patient did not experience any headaches.